Event description:
It was reported that the display is readable, but it flickers. The unit will engage in pt monitoring. There were no alarms or error codes. There are no physical damage or corrosion in the battery compartment. No known impact or consequence to pt.

Manufacturer narrative:
The returned device was evaluated. During eval the unit was able to power on but some of the led display segments did not illuminate. Internal inspection reveals damaged components due to fluid ingress on the main led/ pcba low voltage comparator. The led/lcba was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.